Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgsfc099 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that "3 items with leaking connector and no injury has been reported." This report addresses the first device.

Event description:
It was reported by the customer that "3 items with leaking connector and no injury has been reported." Additional information provided on 03/17/2023: the type of catheter securement utilized is not known. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking luer adaptor was inconclusive due to the sample condition. Three photographs were returned for evaluation of this complaint. One of the photographs was of the product labeling which was consistent with the implicated 20g x 0.75¿ powerloc safety infusion set. The second photograph contained the implicated sample within a plastic biohazard bag. What appeared to be needleless injection caps were attached to both luer adaptors. The inside of the biohazard bag contained moisture. However, it could not be determined from the photograph if the moisture had leaked out of the sample or if the moisture was from washing/decontaminating the sample. The third photograph was of the side-tail tubing and luer adaptor. A branched needleless injection cap was attached to the side-tail luer adaptor and additional tubing was attached to the branched adaptor. No leaks or fluid drips were noted in this photograph. As the submitted photographs did not contain enough information to confirm the event or identify a specific root cause, this complaint will be recorded as inconclusive at this time. If the physical sample is received at a later date, this investigation will be updated with the relevant information. The report of a leak from the infusion set has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential issues. Based on the description of the reported event, possible contributing factors could include under/over-tightening the connection, forceful insertion of a tapered object into the luer connector hub, or material embrittlement due to exposure to incompatible chemicals and/or other environmental conditions.

Event description:
It was reported by the customer that "3 items with leaking connector and no injury has been reported." Additional information provided 03/17/2023: the type of catheter securement utilized is not known. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.